Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. An emerge balloon catheter was advance for dilatation. However, the balloon ruptured upon inflation. Upon removal, the balloon came off the shaft. A 1.5 balloon catheter was then used to trap and was able to remove the balloon from the patient's body. No patient complications were reported.